Event description:
I had mcghan saline breast implants, style 68, in 1999. I became very sick after a couple of mammograms performed in 2006 - not sure if it is connected with my illness. I was fine before mammogram. Symptoms: autoimmune disease, dry eyes, chronic fatigue disorder, elevated rheumatoid factor, heart palpitations, chest pain, burning in left breast, sharp pains in right breast, muscle and joint aches, shortness of breath, flu-like symptoms. I was completely healthy until mammogram -kayaking, running, working out, cycling... Now, it is difficult to walk out to the mailbox. I have been unable to work since 3 months after the mammogram. The drs have run many tests! Everthing seems to be fine except I am creating antibodies for weird onset of allergies: wheat, oats, peanuts, environmental stuff. The dr believes my body is reacting to the breast implants. Please help other women. I can't believe you have okay'd silicone gel implants! Shame on you.